Event description:
According to the reporter: the patient underwent an open small bowel resection procedure. The patient's medical history is neuroendocrine tumor. The stapling device was being used to create a small bowel side by side anastomosis. During the procedure it looked hemostatic. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The small bowel had an anastomotic bleed that required the patient to be taken back to the operating room and revise the anastomosis. The reoperation occurred three days after the initial procedure. The revision of the small bowel anastomosis required additional small bowel tissue to be taken. On the take back, revised the anastomosis and initially used tri staple reload. Noted some bleeding from the staple line, minimal, where the bowel was divided. It was easily controlled with bovie. However, used universal reload to make the anastomosis. It looked hemostatic too after creating. On both occasion, closed using hand sew. The patient's hgd dropped from 13 gm to 9 gm during the course of treatment. The patient's hospital stay was extended by two days. The current patient status is good. No reinforcement material was used. The common enterotomy was hand sewn.